Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, infection, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death, various forms of organ failure (renal failure and respiratory failure), and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had class IV heart failure symptoms since the fall of 2019. Patient was admitted in (B)(6) 2019 and ultimately had heartmate 3 left ventricular assist device (lvad) implanted (B)(6) 2020. Patient struggled post-operatively with multiple complications, most troubling being right lung (r lung) empyema and acute renal failure (arf). After failing to improve, patient and family requested transfer to another site, where patient had video-assisted thoracoscopic surgery (vats) (r lung) on (B)(6) 2020. Patient's renal function improved such that hemodialysis (hd) was stopped on (B)(6) 2020. Patient had been maintained on dobutamine drops (since previous site) for right ventricle (rv) support, and that was weaned off on (B)(6) 2020. Patient had a chest tube in place until (B)(6) 2020. Patient was transferred to a third hospital on (B)(6) 2020. On (B)(6) 2020, patient was transferred back to inpatient unit for worse shortness of breath (sob)/tachypnea - and was found to have new rml (right middle lobe of lung)/rul (right upper lobe) infiltrate consistent with healthcare-associated pneumonia (hcap). Patient was prescribed with IV (intravenous) antibiotics and pulmonary toilet, but continued to have episodes of respiratory distress. Patient had flash penetration with thin liquids on modified barium swallow (mbs), so was kept on dysphagia diet - but had poor oral intake with malnutrition so had corpak (medical feeding tube) replaced and tf restarted. Ultimately, patient elected to transition home with home hospice, to finally be back home with family with acceptance of a conservative approach (do-not-resuscitate comfort care (dnrcc) and do-not-resuscitate comfort care -arrest (dnrcc-arrest). The nurse called on the morning of (B)(6) 2020 to report the patient's lvad was deactivated after the patient's death at 1245 am. The nurse was able to deactivate the lvad without concerns or questions.